Event description:
On (B)(6) 2024 an ilet user reported the experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024 . On (B)(6) 2024 , the user experienced a high bg event, exceeding 800 mg/dl, which led to hospitalization. After changing their supplies earlier that day, the user's blood glucose began to rise and remained high for over four hours, prompting their son to take them to the emergency room. Upon arrival, the user received IV insulin to stabilize their blood glucose levels, which were fluctuating and difficult to control. The user reported feeling sweaty and nauseous. They did not observe any issues with their supplies and followed proper loading and infusion set steps with the inset infusion set.

Manufacturer narrative:
No product was returned for evaluation. Data for the described event date of (B)(6) 2024 was not able to be reviewed as the ilet was powered off starting (B)(6) 2024 at 3:58am until (B)(6) 2024 at 7:13pm. Cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. Device data showed the device was repeatedly powered off for prolonged periods on the days leading up to the event. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, it is likely that this hyperglycemic event was caused by insufficient insulin delivery due to the ilet being powered off for long periods of time.